Event description:
It was reported that the right ventricular lead had intermittent failure to capture and sudden threshold rise. The lead was surgically abandoned. This patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.